Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted in the sigmoid colon to treat a malignant stenosis during an endoscopic intestinal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was severely tortuous. During the procedure, the stent did not expand properly and was removed using a snare. The procedure was completed using another of the same device. There was no patient complications reported due to this event and the patient condition following the procedure was reported to be stable. ***additional information received on january 14, 2026*** it was reported that the stent did not deploy and was removed without using a snare.

Manufacturer narrative:
Blocks b1, b2, b5, h1 and h6 (device codes) were updated with the additional information received on january 14, 2026. Block e1: initial reporter facility name: union hospital affiliated to fujian medical university; reported here as this exceeded character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6); reported here as this exceeded character limit for the designated field. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted in the sigmoid colon to treat a malignant stenosis during an endoscopic intestinal stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was severely tortuous. During the procedure, the stent did not expand properly and was removed using a snare. The procedure was completed using another of the same device. There was no patient complications reported due to this event and the patient condition following the procedure was reported to be stable.